Event description:
It was reported to boston scientific corporation maxforce biliary balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon would not inflate inside the patient. It was confirmed that the balloon never inflated and that there were no pinholes noted to the balloon material. Through investigation results, a pinhole was noted to the balloon material. The procedure was completed with another maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of balloon pinhole. Investigation results visual examination of the returned device found no visible issues with the catheter. However, functional test revealed contrast media stuck inside the device, but once the device was soaked in warm water the contrast media was dissolved, and a pinhole was observed in the balloon material. As the balloon was found to have a pinhole, the reported defect of inflation difficulty was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.